Event description:
It was reported that the customer had issues with his sensor and blood glucose level readings. The customer received low blood glucose level alerts while not being low and the insulin pump went into threshold suspend. His sensor glucose reading was 50-60 mg/dl but his blood glucose level was between 100 mg/dl and 125 mg/dl. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.